Event description:
Healthcare professional reported 3 xen®45 gts "with very little flow or no flow at all" within 1st postoperative week.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.